Event description:
It was reported to philips that the system's power supply exploded, preventing the system from booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) examined the system onsite and confirmed that the system's power supply blew up, preventing the system from booting. Upon troubleshooting, the philips field service engineer (fse) checked the system and found low voltage power supply in the m-cabinet was faulty. Fse found it had no outputs and all the leds on it did not come on. The philips field service engineer (fse) found black residue and moisture on the cables at the back of the m-cabinet as well as on inside and outside of the cabinets. The low voltage power supply had no ac or dc led indicators switched on at the time. The temperature on a thermometer mounted on the technical room wall showed a reading of 12-13 degrees celsius. Fse determined that the combination of temperature change and moisture buildup led to the failure of the power supply. To resolve the issue, fse replaced the low voltage power supply. The defective parts were returned for analysis, for dcps (direct current power supply), malfunction was not observed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.